Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during normal battery replacement, the generator was completely depleted. The surgeon also noticed that the lead was damaged. A new generator was implanted, and high impedance was seen with the new generator. The new generator was left implanted and disabled until the lead is replaced. The patients old and explanted generator is not available for return. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient underwent lead replacement. The explanted lead has not been returned to the manufacturer to date. No other relevant information has been received to date.